Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be corrosion on the membrane panel due to storage outside of the indicated conditions. On receipt at heartsine the device was unable to be powered on via the on/off button. This was attributed to corrosion within the membrane panel, on the on/off button contact pads. The fault could not be replicated after the corrosion was cleared. The corrosion on the on/off button contact pads, pcba and the device screws would indicate that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that on/off button on their device is not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that on/off button on their device is not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event."